Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 20 months ago. The aneurysm was saccular in shape and the aortic neck had 90 degree angulation. It was reported that the patient presented emergently with severe abdominal pain and there was a contained rupture of the aneurysm found. The aortic neck angulation was still evident in addition to severe vessel tortuosity. The distal aspect of the aortic neck was found dilated and there was a type 1 endoleak present. The patient was treated with two 26 mm diameter aneurx aortic cuffs and a cuff from another manufacturer. The stent graft was built up to the level of the renal arteries and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other (required secondary intervention) - evaluation results and conclusion: (endoleak, ruptured aneurysm). (Angulated and dilated aortic neck).